Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user was hospitalized and admitted to the ICU with covid, flu, double pneumonia, congestive heart failure, and diabetic ketoacidosis (dka), with a bg level of 549 mg/dl. Ems was called by the user's husband. Hospital staff managed bg via insulin drip. The user later resumed ilet use. The user confirmed the ilet was not the cause of hospitalization, attributing it to covid and flu.